Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had an internal blockage of the channel during use of hemostatic agent (nexon powder). The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that foreign material came out of the device due to a clogged biopsy channel. However, the type of material and the root cause could not be determined. There was no deviation from the instruction manual in the reprocessing procedure for the area where the foreign matter remained, and there was no physical damage to the area where the foreign matter remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3, preparation and inspection. IFU states that preventive measures are in the gif/cf/pcf-290 series reprocessing manual, chapter 5, reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the gastrointestinal videoscope had an internal blockage of the channel during use of hemostatic agent (nexon powder). The issue occurred during an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.